Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board, x-ray tube, and the power motor relay were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a low ma error message then no x-ray. No patient injury was reported.